Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to high thresholds, dislodgment and damage incurred during an attempt at repositioning. It was replaced with another lead of the same model.